Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and it was the actual tip of drawer stuck on something inside a technical support specialist assisted and checked with customer that they managed to close the drawer while opening the above drawer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the drawer was jammed and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.